Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer consumed carbohydrates to address bg. System check was performed by tandem technical support and the pump is functioning as intended. No further assistance required.